Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a vitros buffer solution (specialty diluent 3) known to be troponin free when tested on a vitros eciq immunodiagnostic system. The most likely cause of the event was determined to be user error due to cleaning maintenance of a non-vitros abbott ID now system with chlorine based cleaning solution in the vicinity of the vitros eciq immunodiagnostic system, leading to vapor contamination of the microwell incubator. The vitros eciq immunodiagnostic system in use during the event was operating as intended. The vitros user guide instructs customers not to use chlorine-based cleaning solutions as they have the potential to cause erroneous results on the vitros system.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros tropi es result was obtained from a vitros buffer solution (specialty diluent 3) known to be troponin free when tested on a vitros eciq immunodiagnostic system. Specialty diluent 3 result of 0.059 ng/ml versus the expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was from non-patient fluid and was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 604354.